Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a problem occurred with a preloaded intraocular lens (iol). The cartridge was defective. The lens was removed and replaced during the same procedure. No further detail was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 11-jun-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection was performed on the suspect product and found the plunger rod advanced and was overriding the lens. A lens was stuck in the cartridge and the cartridge tip was damaged and the cartridge tube was bent. Viscoelastic residue could be observed to be distributed through the length of the cartridge. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly and plunger rod advancement were inspected, and no issues were identified. The lens was removed from the cartridge and presented with a tear in the haptic optic junction that detached the haptic and damage to the optic body which possibly resulted from damage that occurred during removal. No further evaluation was performed. The complaint issue "cartridge damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.